Event description:
Related manufacturer reference number 3006705815-2022-14444. It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on one lead. X-rays showed that the lead with high impedances was fractured. Surgical intervention may take place to address the issue. It¿s unknown which lead fractured, and both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14924. Additional information received identified that surgical intervention was undertaken wherein the lead and ipg were explanted. During the surgery, the ipg failed to establish communication external devices and the ipg was explanted. Additional surgical intervention may take place to address the issue.

Event description:
Additional information received identified that additional surgical intervention was undertaken on (B)(6) 2022, wherein a new ipg and lead were implanted. Effective therapy was restored post operatively.